Event description:
It was reported that this peritoneal dialysis (pd) therapy reported having peritonitis and transitioning to hemodialysis modality for renal replacement needs. There were no reported allegations that peritonitis was caused by a malfunction or issue with fresenius products. Rather, the patient stated the peritonitis may have been caused by concomitant hernia. In additional follow-up, the patient's pd nurse stated that the patient had a peritoneal leak from a pre-existing umbilical hernia (on (B)(6) 2025; 3 days prior to the peritonitis infection) which resulted in the patient being switched to hemodialysis. The nurse confirmed that subsequently, on (B)(6) 2025, the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which was positive for the bacteria staphylococcus aureus. The patient was treated with intravenous antibiotic therapy with vancomycin (1 gram) three times a week with hemodialysis. The patient is reportedly recovering from the event. The nurse confirmed there were no product issues or malfunctions with the fresenius cycler/fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a peritoneal leak via the patient¿s concomitant hernia 3 days prior (on (B)(6) 2025).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty select cycler/liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient experienced a peritoneal leak via concomitant hernia 3 days prior which poses significant risk for a peritonitis infection. Therefore, based on the reported information, the peritonitis event is likely associated with complication of a peritoneal leak in the setting of the patient¿s comorbid condition of hernia. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) therapy reported having peritonitis and transitioning to hemodialysis modality for renal replacement needs. There were no reported allegations that peritonitis was caused by a malfunction or issue with fresenius products. Rather, the patient stated the peritonitis may have been caused by concomitant hernia. In additional follow-up, the patient¿s pd nurse stated that the patient had a peritoneal leak from a pre-existing umbilical hernia (on (B)(6) 2025; 3 days prior to the peritonitis infection) which resulted in the patient being switched to hemodialysis. The nurse confirmed that subsequently, on (B)(6) 2025, the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. As a result, the patient had a pd culture obtained which was positive for the bacteria staphylococcus aureus. The patient was treated with intravenous antibiotic therapy with vancomycin (1 gram) three times a week with hemodialysis. The patient is reportedly recovering from the event. The nurse confirmed there were no product issues or malfunctions with the fresenius cycler/fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a peritoneal leak via the patient¿s concomitant hernia 3 days prior (on (B)(6) 2025).